Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged connector / code 204) was confirmed. As received, the monitor case was cracked and the belt receptacle was detached, damaging internal wires. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged case, receptacle, and wires. The root cause of the damaged case, receptacle, and wires is excessive force at the connector. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the connector on a patient's monitor was damaged and that the device was producing service code 204.